Event description:
The account alleged the head of the bed will not stay up, it has a slow drift. No pt impact.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.